Event description:
It was reported the lead had dislodged three weeks post implant. It was further reported that, per xray, the lead was observed to have retracted back to the cephalic vein. The suture sleeve was fixed but the lead was able to be advanced and retracted through the sleeve. An attempt was made to reposition the lead which was unsuccessful as the helix was unable to be completely retracted. The lead was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.it was noted the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).